Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files determined that the anterior chamfer was over-resected by 4.5mm. Therefore, the reported condition was confirmed. It was reported that the user had repeated cuts of the bone, side to side movement and resistance to the saw blade during resection which would have contributed to the reported issue. The most probable cause is due to use error/improper handling during the resection of the anterior chamfer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: further evaluation was performed following return of the saw handpiece device and it was found that the device had vibration and worn bearings due to premature wear. The saw handpiece may have contributed to the anterior chamfer cut being off, but would likely have caused all cuts to have over/under resections. No other resected surfaces were reported as part of the event description, therefor the premature wear of the bearings are unlikely to have been the single root cause for the over resection of the anterior chamfer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, saw handpiece device, (B)(6) 2023. UDI:(B)(4)

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that while using the robotic assisted satellite station device, the anterior chamfer was over-resected by 4.5mm after receiving the "ok" for the checkpoint. The device was being used with a base station device and saw handpiece device. There were no delays in the procedure. There was patient involvement. The reporter stated that the femur implant looked appropriate after cementing. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.